Event description:
It was reported the device was in back up mode with no backup defibrillation operation. Technical support was contacted and noted the back up mode was due to a MRI performed without programming the device into MRI mode. Technical support recommended reprogramming to resolve the event. The device was reprogrammed. Further information has been requested but has not yet been received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received indicating the patient was stable.